Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery was observed to be depleting quickly. The customer reported the pump batter depleted from 100% to 15% within one day. The customer¿s blood glucose was 155 (mg/dl) at the time of the report. Reportedly the customer would continue to use the pump for insulin therapy.